Event description:
The hospital reported that during a coronary artery bypass procedure hst iii seal (4.5mm), 5-pack , when heartstring iii was used during surgery, the delivery system was withdrawn and a proximal seal was inserted, but the seal did not open in the blood vessel. When the delivery system was pulled out of the blood vessel, the proximal seal also pulled out of the tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure hst iii seal (4.5mm), 5-pack, when heartstring iii was used during surgery, the delivery system was withdrawn and a proximal seal was inserted, but the seal did not open in the blood vessel. When the delivery system was pulled out of the blood vessel, the proximal seal also pulled out of the tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.